Manufacturer narrative:
(B)(4). Device evaluation: result - the customer returned (3) loose 3/10cc syringes. All returned syringes were examined and 2 out of 3 samples exhibited the needle through the shield. Since the needle was through the shield, exposing the cannula, a needle stick could occur. Conclusion - bd was able to confirm the customer¿s indicated failure. The samples were forwarded to the manufacturing site for further investigation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle was sticking out of the needle shield. When the customer went to grab the pack and tried to remove the shield, he was stuck by the needle. The customer reports 3 syringes with this defect. No medical attention sought.

Manufacturer narrative:
Device evaluation: result - the manufacturing site received (3) loose 3/10cc syringes. As per the previous investigation, all returned syringes were examined and 2 out of 3 samples exhibited the needle through the shield. A review of the device history record was completed for the reported lot 6039532. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during production. This device was packaged 30mar 2016 to 31mar2016. Conclusion - since the needle was through the shield, exposing the cannula, a needle stick could occur. A probable root cause is misalignment of the rollover bar to the needle assembly rack at the shielding operation. Occasionally, a rack jam will occur in the tracks at the shielder and cause the machine to go out of time, misaligning the racks. When this happens the racks do not line up with the holes in the rollover bar. When the rollover bar rolls over to put the shield on the hub the cannula may go through the wall of the shield causing a needle through shield defect. Current controls are that whenever a rack jam occurs, the operator is to realign the rollover bar and confirm that hubs are not cracking after alignment. Bd will continue to monitor for trends and special causes.